Manufacturer narrative:
Section a2: patient age is estimated based on age at time of implant . Updated manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed through this evaluation. A computerized tomography (CT) image was submitted for evaluation, which appeared to show the area of the graft covered by the bend relief. However, an obstruction could not be confirmed based on the image and there were no low flow events recorded throughout the submitted log file and the calculated flow did not appear to show a downward trend. The submitted log files were unremarkable and no unusual alarms were recorded. The pump speed remained above the low-speed limit for the duration of the log files and the device appeared to have been operating as intended. Furthermore, the account communicated that there was no confirmation of outflow graft obstruction. The patient was medically managed and discharged home in stable condition. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 entitled "patient care and management" contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section entitled 7 "alarms and troubleshooting" outlines all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 26sep2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient appeared to have an outflow twist. The patient was medically managed.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed through this evaluation. Review of the submitted computerized tomography (CT) image revealed a potential narrowing of the outflow graft under the bend relief; however, there were no low flow alarms or low flow faults recorded throughout the submitted log file and the calculated flow did not appear to show a downward trend. The submitted log files were unremarkable and no unusual alarms were recorded. The pump speed remained above the low-speed limit for the duration of the log files and the device appeared to have been operating as intended. Furthermore, the account communicated that there was no confirmation of outflow graft obstruction. The patient was medically managed and discharged home in stable condition. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported at this time. The instructions for use (IFU) instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 aug 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-03320. It was reported that the patient had increasing pi, progressively lowering flows and questionable partial obstruction in the outflow graft. The outflow graft obstruction was not confirmed and the patient was discharged home in stable condition.